Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, stored episodes of vt and non-sustained rv oversensing episodes were observed due to ventricular lead dislodgement. The asymptomatic patient received inappropriate atp and hv shock therapy. A chest x-ray confirmed that the lead was in the atrium. The lead was repositioned successfully and the patient was in stable condition.